Manufacturer narrative:
1. DHR/bhr review lot# 4171125. 1-the products of this batch were assembled at intima ii auto line 2 in july 2024, and packaged at r240 package line in july 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample is not returned and no further examination can be conducted, the root cause of the bleeding at the bottom cannot be determined. The plant will continue to track and trend the issue.

Event description:
No additional information provided.

Manufacturer narrative:
It was reported that bd.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage at catheter junction. Leakage of blood from the bottom of the indwelling needle after successful puncture of the patient, followed by replacement of the indwelling needle and re-puncture.